Manufacturer narrative:
(B)(4). Concomitant medical products: m2a magnum cup 52 mm, 9x125 mm reduced profile standard offset stem, m2a magnum standard taper adapter it is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent right hip revision approximately years post initial surgery due to pseudotumor and pre-surgical labs revealed elevated cobalt and chromium levels. Surgeon noted small amount of corrosion to trunnion, and blood fluid and large amount of black stained synovium consistent with metallosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of revision op notes. Revision op note demonstrated that the right hip was revised due to pain, metallosis, elevated metal ion levels, tissue reaction, and trunnionosis. Abductor mechanism intact, no significant bony osteolysis or soft tissue destruction. The head and taper adapter were removed. New dual mobility bearing, ceramic head and taper adapter were implanted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.